Event description:
Harmonic ace + 7 shears was not working, tried to disconnect from the harmonic machine and plugged it back in but still did not work. It made a weird sound and did produce some smoke.